Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 400 mg/dl. Caller stated that customer had lost her insulin pump. Customer had been off the insulin pump for eight hours. Nothing further reported.